Event description:
It was reported by service report that the bed had no electronic function of its motors after manual CPR release was used. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw out of adjustment.